Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the device was returned and analyzed. The returned device indicated shorting/low impedance in an integrated circuit. Concomitant product: 4542 lead, implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient heard clicking followed by beeping and then the high urgency alert tone. Interrogation of the device indicated that an electrical reset had occurred and there was no wireless telemetry. The device was explanted and replaced. No patient complications have been reported as a result of this event.